Event description:
It was reported that the health care professional (hcp) called indicating that the patient was not feeling well. Upon review of the recorded episodes, boston scientific technical services (ts) noted that the device recorded a false pacemaker mediated tachycardia (pmt) episode for a sinus tachycardia. It was also noted during the review that this device is exhibiting premature battery depletion (pbd). Device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. The device is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called indicating that the patient was not feeling well. Upon review of the recorded episodes, boston scientific technical services (ts) noted that the device recorded a false pacemaker mediated tachycardia (pmt) episode for a sinus tachycardia. It was also noted during the review that this device is exhibiting premature battery depletion (pbd). Device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.